Event description:
The female patient received three cypher stents to treat lesions in the circumflex, left anterior descending (lad), the first obtuse marginal. One month after the procedure, the patient had been experiencing chest pain. A pci was conducted and two taxus stents were implanted in the lad and the first diagonal.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.